Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to dislocation, approximately 1.5 years after primary surgery. Surgeon explanted 36mm centered glenosphere with screw and 135/145 36/+3 standard humeral cup, and then implanted a new 36mm centered glenosphere with screw and 135/145 36/+6 stability humeral cup.